Event description:
Customer reported that in 2009, she felt extremely fatigued so she laid down to rest. She further reported that she had received four audible projected alarms: at 5:04 pm cgm=81 mg/dl, at 5:05 pm cgm=79 mg/dl, at 6:23 pm cgm=92 mg/dl, at 6:26 pm cgm= mg/dl, and that she had acknowledged all of them, but took no action in response. Her daughter came into the room, several minutes later and thought her mother had lost consciousness. Her daughter responded by turning off her mother's insulin pump and gave her a glucose tablet and some strawberry nectar to drink. No third-party medical intervention was required. It was also reported, the customer's free style navigator continuous monitoring system read 79 mg/dl, but a blood glucose test done approximately four minutes later with a competitor's meter read 41 mg/dl. Customer also noted that she had set her low threshold alarm at 70 mg/dl and had expected to continue receiving additional alarms, but the customer's interstitial fluid level never dropped to that level. There was no report of death or permanent injury.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. The user guide for freestyle navigator continuous monitoring system contains the following: readings and alarms about glucose levels from freestyle navigator continuous glucose monitoring system are not intended to replace traditional blood glucose monitoring. Before adjusting therapy for diabetes management based on the results and alarms from the freestyle navigator continuous glucose monitoring system, traditional blood glucose tests must be performed. If you believe your results are not reliable, or are inconsistent with how you feel, perform a blood glucose mode test to measure you glucose. Physiologic differences between the interstitial fluid and capillary blood may result in differences in glucose measurements. Differences in glucose measurements between interstitial fluid and your finger may be observed during times of rapid change in blood glucose. The high and low alarms are intended to assist you in managing your diabetes and should not be exclusively used to detect hypoglycemia or hyperglycemia. The low glucose alarm cannot be set below 60 mg/dl (3.3 mmol/l). Therefore, it is not intended to notify you of severe hypoglycemia.